Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Healthcare professional reported left side "ruptured" of a saline device and capsular contracture, baker grade ii. The device has been explanted.

Event description:
Healthcare professional reported left side "ruptured" of a saline device and capsular contracture, baker grade ii. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "rupture" of a saline device (deflation).

Event description:
Healthcare professional reported, left side "ruptured" of a saline device. And capsular contracture, baker grade ii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed, as surgical damage. And opening assessed, as cracked valve seat diaphragm valve. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. As per the investigation procedure: was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.